Event description:
It was reported that: during removal of an ibt, the balloon tip got stuck in the vertebral body. After several attempts to inflate and then deflate, the balloon still would not come out of the vertebral body. The physician pulled with force and was able to remove the balloon; however, the distal radiopaque marker on the balloon popped off and was left inside the patient. There was no allergy to the contrast media. The patient is happy with the pain relief associated with the procedure. No further information was reported.

Manufacturer narrative:
Method - followed up with company representative.